Event description:
Reportable based on device analysis completed on (B)(6) 2018. It was reported that wire loading difficulty was encountered. A 3.50mm x 20mm nc emerge balloon catheter was used but failed to load over the 0.14 guide wire as expected. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed hole in wire lumen. Returned product consisted of a nc emerge balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed buckling and a hole on the guidewire lumen 4.7cm from the tip. The hole in the guidewire lumen is consistent with a guidewire puncturing it. The balloon is loosely folded. The guide wire used in the clinical procedure was not returned with the device so a test guide wire was used for functional testing. Per product specification test, a .014" test guide wire was advanced into the guide wire lumen and was unable to pass the buckled section. Inspection of the remainder of the device presented no other damage or irregularities.